Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the malfunction alarms were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 105 mg/dl.